Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4). Upon analysis, no anomalies found.

Event description:
It was reported that the implantable pulse generator (ipg) failed to pace late on the day of implant. At re-operation the leads were noted to be normally functioning. The device was explanted and replaced. No patient complications have been reported as a result of this event.